Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with symptoms of syncope. The right ventricular lead exhibited high capture thresholds and noise. The lead was capped and replaced. The patient was in good condition during and post procedure.